Event description:
It was reported that during a surgical procedure, the handpiece cutter began leaking saline from where the cutter connects to the microdebrider handpiece. Backup equipment was used to completed the procedure. There was no user or pt injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A f/u report will be submitted if the product is returned, and if the investigation requires.